Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining creatinine kinase - mb (ck-mb) results on four (4) patients' samples that did not fit with the clinical picture generated by the access 2 immunoassay system. While troubleshooting with the bec hotline, customer was able to identify a misloaded troponin (accutni) reagent pack in place of a ck-mb reagent pack. The accutni patient results are addressed in report # 2122870-2011-04174. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation information was not supplied by the customer. Customer contacted customer technical support (cts) regarding qc issues. Ck-mb qc results were within range prior to this event. Ck-mb qc was low and outside of customer's established ranges after the event. Service was not dispatched for this issue. Use error is the root cause for this event.